Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. Reportedly, the display was frozen on the lock screen. The customer's blood glucose (bg) level was in the 200 (mg/dl) range. As the customer did not have an alternate method of insulin therapy available, the customer went to the emergency room (ER) to get in contact with the endocrinologist. Reportedly, the ER nurse contacted the endocrinologist to obtain dosing information; ER nurse addressed bg with insulin shots. Upon arrival at the ER, the customer's bg was 239 mg/dl. The customer was in the ER for 5 hours and left in stable condition with a bg of 215 mg/dl.